Manufacturer narrative:
Eval summary: upon further review of the svc report, there were no functional issues found during servicing. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported multiple error codes referring the green cable damage. The troubleshooting did not allow for the error code of l3-009 to remove from the lcd screen. The customer was able to complete the breast biopsy using a different st holster. There have been no pt consequences reported.